Event description:
It was reported to philips that the allura device would not start-up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing the fse identified that the hard disk was defective. The fse replaced hard disk and reloaded the system software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.